Event description:
Additional information: follow-up information was received which revealed that the 'catheter,' as identified in the initial submission, was in fact the spyscope access & delivery catheter. Although uncertain about how the spyprobe was stripped, the account believes the possibility exists that it was stripped by the scope's elevator. Reportedly, the spyglass direct visualization probe was difficult to withdraw from the spyscope access & delivery catheter. However, the account is not alleging a malfunction of the spyscope access & delivery catheter. Additionally, the spyscope was disposed of; therefore, a lot number was unable to be provided.

Event description:
It was reported to boston scientific corporation that a spyglass direct visualization probe was used during an ercp (endoscopic retrograde cholangiopancreatography) within the common bile duct performed on (B)(6) 2012. According to the complainant, during the procedure, while attempting to exchange the spyglass direct visualization probe, the outer yellow casing was found to have been stripped by the catheter which left the light fibers exposed and "hanging out." Additionally, approximately two inches of the spyprobe's distal tip detached and lodged within the catheter. No part of the separated spyprobe entered the patient. Reportedly, the fiber optic strands remained in their rust colored bunch. The procedure was completed with this spyglass direct visualization probe, but the device no longer functions. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported as being fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. (B)(4) for the reported event of probe detachment. The complainant indicated that the device will be retained and not returned for evaluation; therefore, a failure analysis of the complaint device cannot be performed so the root cause of the reported issue could not be determined. However, if any further relevant information is identified, a supplemental medwatch will be filed.